Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the coil penetrated the aneurysmal wall, implant stretched, and implant separated. The coil was used as a framing coil via a balloon access catheter. However, the first loop of the implant did not form properly and suddenly moved as if the coil had jumped in a straight line. This resulted in the coil penetrating the aneurysmal wall. Proximal occlusion was performed using a scepter balloon catheter. The coil was then attempted to be removed under hemostasis, but the implant became stretched. Then, the coil was attempted to be retrieved using a snare. However, during the process, it was found that the implant had become separated. It was unclear when the separation occurred. Since the separated portion of the implant remained in the main vessel of the pica, occlusion of the pica parent vessel was performed. After occlusion, all the treatment devices were removed from the patient, and the procedure was completed. The patient underwent a craniotomy as an additional treatment. However, since the primary disease was sah, the causal relationship is unknown. The patient developed ischemic cerebrovascular disease after the procedure. Since the parent vessel of the pica was occluded as a result of the implant separation, it is assumed that the coil indirectly impacted the disease.

Manufacturer narrative:
A single radiographic image was provided for review. It is not labeled for time or date. It is a magnified lateral skull base radiograph centered over the petrous bone. The text of the complaint mentions that a pica aneurysm is being treated. Two catheters are seen. One is a micro balloon catheter; the balloon is minimally inflated at the presumed location of the neck of the pica aneurysm. There is a microguidewire in the balloon catheter, and its tip is located distally in the pica. The second microcatheter is the coil delivery microcatheter, which tip is presumably located in the pica aneurysm. A platinum coil is being delivered, and it is estimated that approximately 7 to 8mm has exited the microcatheter. As described in the complaint, the part of the coil that is outside of the microcatheter assumes a linear shape. However, it cannot be determined whether or not the coil was defective based on this single image. The complaint device was not returned for evaluation. Without the return and evaluation of the device, the investigation could not test for or further assess the alleged product issue and therefore, this complaint is considered non-verifiable.

Event description:
See h10.